Event description:
It was reported that the infusion set tubing/connector became loose and the user attempted to reinsert the cartridge, encountered resistance, and proceeded to rewind, fill tubing with 1.9 units, and fill the cannula while the ilet was still connected to the user, which constitutes an improper procedure involving the tubing. Symptoms included hyperglycemia earlier in the day with a reported peak of 352 mg/dl followed by hypoglycemia later that evening reach 39 mg/dl, including recurrent lows. Outcomes included serious injury and the need for oral carbohydrates, such as a protein bar and soda, to address the hypoglycemia. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction but identified a usage problem related to failure to disconnect prior to priming steps, aligning with an incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.